Event description:
While attempting to close an arteriotomy site with the perclose a-t device, the physician dissected the artery during insertion of the device. The physician noted bleeding from the puncture site, and the pt was immediately taken to surgery for repair. The pt remained in the hospital for one extra day and then was discharged to home in good condition.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.